Event description:
The user facility reported a 67-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported during the removal of the abiomed introducer, the blue suture hub was advanced into skin track leading to site bleeding that was controlled with very positional repo sheath to maintain hemostasis. Vascular surgery was called in to assess groin bleeding despite many efforts to allow the staff to redress the groin first. The vascular team applied 3-4 figure 8 sutures and hemostasis was achieved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The product was not returned for investigation. As per clinical details, during removal of introducer blue suture hub was advanced into skin track leading to some site bleeding. The root cause of the access site bleeding issue was use related since blue suture hub was found into skin during introducer removal.